Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The suturing device was being used for the closing the colpotomy. The suturing device was loaded correctly and used appropriately by the surgeon. The needle fell out of the device jaws two times during the procedure. In order to resolve the issue and complete the case, used a new needle reload. There was no patient harm. The patient outcome is alive, no injury.